Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. The device was programmed with several boluses and monitored; it calculated the additional bolus deliveries and was verified in the daily total screen. The insulin pump then was programmed with multiple basal profiles and monitored; all basal profiles delivered their indicated amounts properly and were verified in the daily total screen. No delivery anomaly, drive/motor anomaly, prime/fill anomaly, daily total anomaly, basal anomaly or bolus anomaly noted. The device had a minor scratched display window and cracked reservoir tube lip. The motor was tested outside of the device and passed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin was squirting out after the prime process. The customer has also been suffering from high blood glucose levels. At the time of the report the customer's blood glucose was 10.9 mmol/l. Nothing further was reported